Manufacturer narrative:
(B)(4). The facility biomed was unable to duplicate the reported failure. Additionally, physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported event could not be determined.

Event description:
It was reported that the device failed to deliver a defibrillation shock to a pt. Following a successful 200j defibrillation energy delivery with external hard paddles, the device was reported to fail to charge and shock during subsequent attempts and a consistent "paddles-plug in" message was flashing. As the users were trouble shooting the issue, a lifepak 12 device was retrieved approx two minutes later and the pt was defibrillated. The pt was not resuscitated. There were no further details on the event and/or the pt provided. A clinical review of the reported event and event record by physio-control determined that the device use did not contribute to the pt outcome. The event record showed an organized ECG with low amplitude that was progressing to lower amplitude through the event.